Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during an rf ablation procedure, after the needle was inserted, the doctor found the generator wouldn't activate. Nothing was displayed in the impedance window. Another generator was used to complete the case. No pt injury occurred.